Event description:
It was reported that within a few weeks post implant, the implantable cardiac monitor was checked and found to have false asystole episodes due to a potential loss of capture of the icm. The physician was concerned that diagnostics could lead to inappropriate pacemaker implantations. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).